Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The cable was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - loose cable a0902 - intermittent video medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the system's computer (see case (B)(4) the main cart monitor now seemed to be experiencing an intermittent 'no video detected' issue. Issue seemed to occur when the system was being physically moved, and when the monitor cover was on. Computer was recently replaced. The manufacturing representative (rep) ensured the high-definition multimedia interface (hdmi) cable was seated properly on both ends, but the end that plugs into the monitor was clearly loose (video cuts out when wiggled). Swapping hdmi cables seemed to have resolved the issue. The probable cause was a faulty hdmi cable. No patient present.